Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar occurred due to the non-boston scientific right ventricular (rv) lead exhibiting a high, out-of-range pace impedance measurement of 2669 ohms. Boston scientific technical services (ts) was contacted, and ts confirmed the high impedance measurements and also noted some myopotential oversensing as a result of the switch to a unipolar sensing vector. Ts recommended bringing the patient in to check the lead. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar occurred due to the non-boston scientific right ventricular (rv) lead exhibiting a high, out-of-range pace impedance measurement of 2669 ohms. Boston scientific technical services (ts) was contacted, and ts confirmed the high impedance measurements and also noted some myopotential oversensing as a result of the switch to a unipolar sensing vector. Ts recommended bringing the patient in to check the lead. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.